Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)) and is related to and occurred prior to (c&r#: 3003768277-08/04/2023-005-c).

Event description:
It was reported by the customer that a bd pyxis¿ es server upload had stopped in 7 stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.